Manufacturer narrative:
Incident summary: biomedical engineer (bme) reported that the central nurse station (cns) is intermittently rebooting on its own. Bme reported the cns will shut down, reboot and sometimes the cns will freeze (waves stop moving and time does not change) then the cns will display the windows bsod. At other times the cns will simply shut down and then reboot. No patient harm was reported. Bme will return the cns to nihon kohden for repair. Evaluation/ investigation summary: evaluation of the returned device was not able to duplicate the reported issue of cns internally rebooting. The evaluation was only able to confirm that the unit boots up and gets stuck in a blue screen with message "your pc ran into a problem and needs to restart. We will restart for you" error code unexpected kernel mode trap, displayed on the monitor of the cns. Possible malfunctioned parts/cause of complaint are hdds that need to be replaced. Nkrc replaced the hard disk drives in the pc, initialized the system, calibrated the touch screen of both monitors and checked communication with bedside monitor and full disclosure. The unit was tested per the operator's/service manual and the results were recorded on maintenance check sheet. The unit completed 24 hours of extended testing and operates to manufacturer's specifications and was returned to the customer. The hdds needed to be replaced to resolve the issue.the hdds are mechanical components that may deteriorate through time and may wear from continual use. Possible causes of failure include mechanical failure from improper use/handling, corruption of the files from abnormal shutdowns or viruses, or power issues. Other possible causes of the issue are power surges/interruptions and wear and tear. Additional information: b2: date of this report. D9: is this device available for evaluation? D10: concomitant medical devices: ni. G3: date received by manufacturer g6: type of report. H2: if follow up, what type? H3: device evaluated by manufacturer? H6: event problem codes. H11: additional manufacturer narrative

Event description:
Biomedical engineer (bme) reported that the central nurse station (cns) is intermittently rebooting on its own. Bme reported the cns will shut down, reboot and sometimes the cns will freeze (waves stop moving and time does not change) then the cns will display the windows bsod. At other times the cns will simply shut down and then reboot. No patient harm was reported. Bme will return the cns to nihon kohden for repair.

Manufacturer narrative:
Biomedical engineer (bme) reported that the central nurse station (cns) is intermittently rebooting on its own. Bme reported the cns will shut down, reboot and sometimes the cns will freeze (waves stop moving and time does not change) then the cns will display the windows bsod. At other times the cns will simply shut down and then reboot. No patient harm was reported. Bme will return the cns to nihon kohden for repair. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
Biomedical engineer (bme) reported that the central nurse station (cns) is intermittently rebooting on its own. Bme reported the cns will shut down, reboot and sometimes the cns will freeze (waves stop moving and time does not change) then the cns will display the windows bsod. At other times the cns will simply shut down and then reboot. No patient harm was reported. Bme will return the cns to nihon kohden for repair.